Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with gentamycin (80milligram (mg), 4 times/day), vancomycin (200mg, 50mg 4 times/day), ciprofloxacin (200mg, 50mg 4 times/day) intraperitoneally (ip) for peritonitis. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Follow-up information: five days after hospitalization, gentamycin, and vancomycin were stopped and the patient was treated with tienam (500 milligram (mg), 3 times per day, intraperitoneal injection (ip) and tobramycin (80 mg, 4 times per day, ip) for peritonitis until the patient was discharged. Ciprofloxacin was ongoing. Twenty five days after hospitalization, the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however it was reported the patient was born in 1953 baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.